Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that via a merlin.net transmission, far p-wave oversensing was observed due to lead dislodgement. The lead was explanted and replaced. Patient is stable post procedure.